Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000158, serial/lot #: (B)(4). Product ID: bi71000559, serial/lot #: (B)(4). Product ID: bi71000560, serial/lot #: (B)(4). Product ID: bi71000561, serial/lot #: (B)(4). A representative went to the site to preform system check out. It was reported that there was a broken x-stage cover, left caster mount plate, right caster mount plate, and two docking pins. Once replaced the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure for servicing. It was reported that the system was not docking properly, and it was found that there were damaged components. There was no patient present.